Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Device not returned.

Event description:
It was reported that the pump was not delivering insulin after replacing the infusion set. There was air found in the entire length of the tubing. The customer confirmed that the fill tubing step had not been performed when the infusion set was changed out. Tandem technical support assisted the customer with priming the air out of the tubing. Blood glucose was 126 mg/dl.